Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the battery shorting bar was contaminated. It was also noted that the upper and lower-case halves, the battery drawer and battery chassis were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.